Manufacturer narrative:
Corrected e1 information.

Event description:
Article" transfemoral transcatheter valve-in-valve-in-valve replacement," cardiothoracic imaging: aortic valve the journal of thoracic and cardiovascular surgery (august 2016). Http:// dx.doi.org/10.1016/j.jtcvs.2016.03.047. Edwards learned a patient implanted with a 23mm perimount edwards aortic valve for approximately six years underwent valve-in-valve procedure due to severe prosthetic aortic stenosis (peak/mean gradients 121/82.5 mmhg, and aortic valve area 0.66 cm2). A 23mm sapien xt was implanted was implanted inside the 23mm valve. Patient was discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.